Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg ICD, implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the remote transmission indicated t-wave oversensing (twos), and non-sustained ventricular tachycardia with false positive oversensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.